Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed an "accessory error 7" message and failed to discharge. Complainant indicated that the clinician was able to continue treating the patient with this device. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated or confirmed. Log data indicated that the event occurred on may 28, 2025. An accessory error 7 was recorded, pointing to a communication issue between the device and the electrode pads connected. This quickly recovered and did not prevent the device from functioning. Review of the device log determined the user initially charged the device, and then changed the energy selection which disarmed the charge on the device which is normal operation. The device functioned as expected on the second attempt, successfully delivering a shock further suggesting the device is operating as expected. Functional testing of the device yielded no failures. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.